Manufacturer narrative:
Inratio precision data provided by end-user lot 060363: first test inr = 0.9, second test inr = 0.9. Mean = 0.9; sd = 0.0; %cv = 0.0%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision data provided by end-user lot 060363: first test = 0.9, second test inr = 0.9.